Event description:
Related manufacturer reference number: 3006705815-2022-14038. It was reported the patient experienced uncomfortable stimulation of the abdomen and ribs. X-ray results indicated the leads migrated anteriorly. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Event date: date of event is estimated.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the leads were explanted and replaced with a penta lead. Post-operatively, patient experienced weakness of the left leg (related manufacturer reference number: 3006705815-2022-14358). In turn, surgery occurred wherein the system was explanted to address the issue.